Event description:
It was reported that the user¿s ilet displayed a pairing prompt with the dexcom g7 sensor and showed no cgm values, while the dexcom g7 mobile app was receiving readings; the pairing codes on the ilet and dexcom differed, and the ilet code was corrected with pairing time communicated. Symptoms included no cgm data displayed on the ilet. Outcomes included inconvenience and temporary loss of ilet cgm functionality without clinical impact. Investigation included customer interview and device-use troubleshooting. Investigation of this case revealed a pairing configuration mismatch between the ilet and the dexcom g7 sensor. It was concluded that the event resulted from incorrect sensor pairing information on the ilet; correcting the pairing code addressed the issue.